Manufacturer narrative:
(B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker femorl head event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.